Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the working length was twisted, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 7mm proximally from the distal pierce hole. This tear allowed the cutting wire with the attached anchor to separate from the distal pierce hole. Though, the cut wire with attached anchor separated from the distal pierce hole, it remained attached at the proximal pierce hole. The condition of the returned incident device was consistent with the complaint that the device cut wire was broke, however, the condition of the indicates the device was used (current had been applied to the device). The most probable root cause is likely due to handling during preparation, therefore, the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during preparation, the device was removed from the package and it was discovered that the cutting wire was broken. No visible damage was noted to the packaging of the device. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during preparation, the device was removed from the package and it was discovered that the cutting wire was broken. No visible damage was noted to the packaging of the device. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."